Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11a09014, h10k30011, and h10j20071 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The specific product code for the homechoice automated pd set with cassette is unknown. The brand name and 510k have been provided in this MDR. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous nurse report from the USA of peritonitis in a patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the nurse reported the following. On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was not reported. On an unknown date, the patient was hospitalized due to the peritonitis. It was unknown if a peritoneal effluent culture was performed. Treatment was not reported. The action taken with dianeal therapy was not reported. Medical history and concomitant medications were not reported. The nurse did not provide an opinion of causality.